Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. Customer stated that insulin pump was suddenly stopped. Customer was changed the battery and insulin pump turn back on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing or in the detail trace and power management graph. No pump error 53 noted in pump history files. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. (B)(4).